Event description:
Reference MDR #1219856-2010-00417 for the first event involving the same patient. It was reported that the md inserted the sheath into the patient's groin. After inserting the second intra-aortic balloon (iab) through the sheath, the user tried to inflate the balloon. It was reported that the balloon could not be inflated. As a result, the second iab was removed. A third iab was not inserted. Per the report "the patient didn't need iabp therapy anymore." It was also noted that "patient's blood had strong calcification." There was no reported patient death or injury. Medical/surgical intervention was not required. It is "unknown" if the therapy was delayed or interrupted. The patient's outcome is listed as "good." The pump used was the iap-0100, serial number is "unknown."

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.